Event description:
The sureform 60 stapler would not engage with the robot. This happened three times with three separate staplers. Rep aware, surgeon aware. Intuitive product defect forms filled out.